Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The issue description, "during spin the o-arm made excessive noise, and popping noises" is vague and there are no context details as to what time of day the scan took place and whether or not the scan was interrupted. However, there was a generator error (#41 - imbalanced ma) that interrupted a scan at 13:35:28. Error 41 is sometimes indicative of a tube arc, which makes a popping noise. It's possible this is what the user is referring to. In summary, the investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive as this issue is not a software issue.

Manufacturer narrative:
.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and could not replicate the reported issue. System logs files were evaluated and an error 41 was found for the reported event. This error indicates that there is not the same current in the anode and cathode branches of the x-ray generator. However, this error appeared to have cleared itself. The system functioned normally during testing, and a full imaging system check-out was completed. Full system functionality was confirmed, and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was making excessive noise, including "popping" noises. The use of the imaging system was discontinued for this procedure, and the case was completed with a second imaging system. The procedure was completed successfully after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
(B)(6).